Event description:
It was reported that the patient experienced an infection; the pump was removed. The patient had been on baclofen for fourteen years. The hcp was concerned about the potential for withdrawal from baclofen. Additional information has been requested from the hcp, but was not available as of the date of this report.